Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. Traces of moisture were noted at the liquid crystal display circuit board during the visual inspection. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification and no unexpected battery alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, minor scratches on the display window, and a peeling address and serial number label. No frozen display was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was frozen when they attempted to deliver a bolus. Customer stated they removed the battery, but the insulin pump remained frozen. It was also found the customer received a button error alarm. The customer's blood glucose was 162 mg/dl. Customer also reported the insulin pump was dripping insulin from the reservoir three days prior. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.